Event description:
It was reported that the pump battery depleted too quickly. There was no reported impact to the customer's blood glucose level. Multiple follow ups were made to obtain additional information, however, a response was not received.